Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, the doctor commented that this event was a transient regurgitation which is often observed immediately after the valve was implanted. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that postoperative echo showed mild regurgitation from near stent posts of this 21 mm aortic pericardial valve which was implanted in the aortic position. The surgeon reopened the chest and checked the valve, however since there was no paravalvular regurgitation observed, the patient chest was closed. The patient status was reported as ¿under treatment¿ at ICU. On postoperative day fourteen (14), the regurgitation was disappeared and there was no problem observed with the patient status. The doctor commented that this event was a transient regurgitation which is often observed immediately after the valve was implanted.